Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient reported seeing a message that the therapy is at the maximum amplitude when they attempt to increase the stimulation intensity, with a red error message that says to contact someone. The caller indicated that the ipg was protruding and looked like it had migrated. The caller stated that the patient claimed that they had started getting the max amplitude message about one year ago and had therapy turned for since that time. The caller was not with the patient. Technical services reviewed troubleshooting considerations. The caller will follow-up with the patient.